Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no pump information from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be miscolored. No delivery related defects were found during testing.

Event description:
The patient reported that her blood glucose (bg) was hi on the meter (over 600mg/dl). The patient took a six unit correction bolus and her bg slowly came down to 374mg/dl. The patient reported that the pump settings have not been changed recently. She reported that she is currently experiencing stress related to a family issue which may also be contributing to bg elevations. Customer support confirmed that there was no mechanical issue with the pump. Customer support instructed the patient to discuss the pump settings with her healthcare professional. This report is being made due to the patient's alleged hyperglycemic event.